Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed. The device was in good condition and there were no physical damage or defects. The reported erratic reading was confirmed and isolated to the ear probes. The returned oximeter was found to be operating as intended and acquired readings accurately within specifications when tested on a 4086 multiparameter simulator and when finger sensors were used. Malfunctioning ear probes was a result of detector sensitivity to noises and causing erratic readings. The root cause of the reported issue was found to be a supplier issue. Additional information has been requested from the supplier. A device history record (DHR) review is not applicable because the manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that fluctuations were noted while using the ear sensor. Another sensor was used and it worked fine. No patient injury was reported.